Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported blank screen. Functional testing was performed, and it was noted that the device did not boot up and the boot freezes after the novum iq screen. All cables were re-installed, and the re-test had the same issue. The user interface board will be replaced to resolve this issue. The reported condition was verified. The cause was determined to be a defective user interface board which caused both improper powering on and display being inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was blank. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.